Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/06/2014 with the following findings: multiple, persistent call service alarms were observed in the black box. The pump alarmed with a hard call service alarm upon the first load attempt prohibiting further testing. Inspection found a frozen mechanical assembly that lead to the motor stalling and the call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.